Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
It was reported to philips that the device's plate for the pressure tube detached. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
The alleged product malfunction was confirmed. An oxygen inlet retention plate was installed, and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.